Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker in back-up vvi mode. Upon review, the pacemaker was unable to be interrogated. Pacemaker restoration was performed and the device returned to normal function. The patient experienced no adverse consequences.